Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio2: 4.1, lab: 2.9. Target therapeutic range is unk. However, 2.9 was deemed to be in range by the pt's physician and 4.1 was not.